Manufacturer narrative:
Zoll has received the thermogard console however, the investigation is pending. A follow-up report will be submitted when the investigation has been completed.

Event description:
During ivtm therapy, customer reported that the thermogard xp system (serial # (B)(4)) displayed "tcm ID:02" (ce danfoss error) five times for the expand of three days. Each time tcm ID:02 occurred, the user was able to clear the error by rebooting the thermogard xp system. Another thermogard xp system was used to continue with patient. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.

Manufacturer narrative:
The reported complaint of the thermogard ivtm system (serial # (B)(6) displayed "tcmid:02" (ce danfoss error) error message was confirmed during event log review but not during functional test. The returned thermogard ivtm system passed the functional test without any error or fault. No device malfunction was observed during the testing. The console function as intended. The probable cause could be due to the blanket covering the air intake of the compressor. No physical damage was observed on the console during visual inspection. During event log review, tcmid:02 error code was recorded, thus confirming the reported complaint. Initial functional testing on the console passed without any error or fault, thus not confirming the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system serial number (B)(6).